Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, calcification like and opening linear on radius leak test and microscopic analysis was performed which identified: striated opening on radius and creases fold. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius due to surgical damage consist in the use of some surgical tool.

Event description:
Device was explanted.